Manufacturer narrative:
(B)(4). This report is for an unknown screw/unknown lot. It was reported the anticipated date for the revision/explant procedure was (B)(6) 2014; it is unknown if that procedure occurred or not. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient suffered a proximal 1/3 fracture of his left humerus on january 24, 2014. He suffered other trauma including a closed head injury. A humeral nail was used to fix the transverse fracture. The nail has failed and produced a non-union of the fracture. X-rays revealed a broken screw.this report is for an unknown screw. This is report (B)(4).

Event description:
Update: new information received on (B)(4) 2015 confirms that the involved product was not a synthes device. Therefore, this medwatch report is being rescinded.

Manufacturer narrative:
New information received on april 15, 2015 confirms that the involved product was not a synthes device. Therefore, this medwatch report is being rescinded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.